Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It has been reported that the bd microtainer® tubes with k2e (k2edta) has been found clotting during use. No patient impact was reported. The following has been provided by the initial reporter: customer reports samples on edta microtainer tubes care clotting.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It has been reported that the bd microtainer® tubes with k2e (k2edta) has been found clotting during use. No patient impact was reported. The following has been provided by the initial reporter: customer reports samples on edta microtainer tubes care clotting